Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon ruptured when inflation was performed up to 8 atm. The procedure was completed with the original device. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed and a visual inspection found evidence of burst. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was confirmed. It was reported that the balloon was being pre-inflated prior to use; however, the IFU clearly states precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve. Testing the balloon previously can cause the balloon to lose its original shape causing resistance when inserting it into the scope and can cause the burst found on the balloon. Therefore, the most probable root cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon ruptured when inflation was performed up to 8 atm. The procedure was completed with the original device. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.